Event description:
Nurse drew up an im medication on this patient to be given. When drawing up the medication, the vanishing point needle retracted into the syringe so some of the medication remained in the vial and some remained in the syringe. Manufacturer response for vanish point syringe, vanish point syringe (per site reporter).